Manufacturer narrative:
The reported events of inappropriate shock therapy and oversensing noise were confirmed. As received, only the middle portion of the lead was returned in one piece. Final analysis found that the insulation was abraded at internal insulation abrasion was noted at 30.0 cm to 30.3 cm distal to the suture sleeve tie down impression. The cause of the reported events was isolated to the exposure of the inner coil and right ventricle cables conductor paths in the abrasion zone.

Manufacturer narrative:
Correction: for b5 for missing noise as the type of oversensing.

Event description:
New information notes that it was noise oversensing.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing and inappropriate shock on the right ventricular (rv) lead. The physician elected to disable shock therapy. The patient was in stable condition.